Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had not met its 99.9% expected longevity. The incorrect rtt (real time telemetry) battery voltage measurements are the result of high internal battery resistance. The analysis of the battery cell indicated that it was not depleted, but it was found to have internal resistance exceeding the specification limits.

Event description:
It was reported that the device reached elective replacement indicator in less than 5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.